Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was found to be in backup vvi (bvvi) mode resulting in a loss of high voltage therapy. The cause of the bvvi was found to be off-label MRI exposure. Abbott technical support was contacted, and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.